Manufacturer narrative:
The customer¿s report that the pump infused faster than expected was not confirmed. Physical inspection of the device showed evidence of previous fluid ingress within the case. The iuis showed evidence of dried fluid residue and corrosion forming on the pins. The pcu error log show no errors or malfunctions. Review of the pcu event log shows that on (B)(6) 2016 at 5:32 pm the device received a remote IV program for tacrolimus 0.5mg at 11 ml/hr. The user started the infusion and received a guardrails warning ¿guardrails rate exceeds limit of 10.9ml/hour.¿ the user confirmed and started the infusion. At 5:33 pm the user programmed a rate of 999ml/hour and vtbi 12ml. The infusion was started and the device displayed a guardrails alert, ¿rate exceeds guardrails hard limit.¿ the user canceled programming and the infusion continued at 11ml/hr. Between (B)(6) 2016 at 10:34 pm and (B)(6) 2016 at 6:34 am there were 6 air-in-line alarms. The event log shows that after each ail alarm there was a ¿flow stop open¿ alarm and the pump was restarted. The module was then channeled off at 8:06 am. The calculated volume infused was 155ml. Rate accuracy testing was performed and the device was found to be infusing within specification. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant product(s): triple lumen, therapy date (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported on (B)(6) 2016 tacrolimus 11 ml/hr. Was initiated as a continuous infusion for 24 hrs. Via triple lumen. At the change of shift at 0715 on (B)(6) it was noticed by the nurse that the bag was close to empty with 40 ml remaining. The nurse verified the rate was correct and the pump stated that it still had 100 plus ml to be infused with 9 hrs. Remaining. There was no report of patient harm. The devices were switched out a new bag was hung at 1600 on 12/14 with the same tubing and infused correctly over the entire 24hrs. The patient had a triple lumen with unspecified multiple medications infusing however, this medication had a dedicated line with no medications ysited into it at the time.